Event description:
It was reported that during the implant procedure, the patient's blood pressure dropped. The lead perforated the heart and pericardial effusion occurred. The lead was successfully repositioned. Pericardiocentesis was performed and the patient's blood pressure increased. The implant was completed with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.